Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Updated information: the proximal shaft separated during removal of the stent delivery system from the sterile packaging. It was not broken while still in the sterile packaging as initially reported. There was no additional information provided.

Event description:
It was reported that before use, the 2.75 x 28 mm multilink vision proximal shaft broke while still in the sterile packaging. There was no patient involvement. Another device was used to complete the procedure. There was no additional information provided.